Event description:
It was reported that the insulin pump had a frozen display. The device rested for more than two hours and still it was unresponsive. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed.